Manufacturer narrative:
The device history record was reviewed and the lot was inspected and released in compliance with all requirements. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported issue. No quality issues were detected during production and inspection. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
We had an unfortunate situation with the cardinal health jackson-pratt channel drains jp-2190 that we recently ordered. The channel part that goes under the skin, separated from the part that is outside of the skin, therefore causing the channel part to get stuck under the skin and the doctor had to open the area and retrieve the channel part of the drain.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.